Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 28-november-2023, it was reported by the patient that five infusion set cannula was crimped due to which hyperglycemia occurs after 3 hours of insertion. High blood glucose level was 500 mg/dl and treated by correction bolus via pump. Infusion set was placed in abdomen. Patient replaced infusion set and resumed insulin successfully. No further information was available.